Event description:
A report was received that the patient was having charging difficulties. The patient underwent a pocket revision wherein the pocket was irrigated. During the revision, the physician took the ipg out to clean the pocket site, placed it back inside and sewed the site. The patient was doing well after the procedure.